Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3 & 4 were not detected on bus. A field service engineer (fse) removed the back panel and revealed that the controller board had failed. So, the fse shutdown the device and replaced the controller board, then rebooted the device. Contacted cubex phone support to assign the drawers to the configuration. Then verified that the drawers were operating properly. Customer was able to open and inventory the drawers. No further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was jammed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.